Event description:
Patient had elective bilateral breast reduction and exchange of implants, during which her right breast implant that had been previously placed was found to be ruptured (incidental finding). Ruptured implant was sent to pathology but no identification on the implant could be found. Surgeon was contacted and did not know what brand/lot number the previous implant had. The ruptured implant had been placed more than 10 years ago.